Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a colorectal procedure the surgeon wanted to fire the stapler but it blocked. He wasn't able to close the handle. They unpacked a new stapler. The product was not been re-sterilized prior to this incident. The complaint product was used on a patient. The person was not injured or jeopardized .the surgery time was not exceeded by more than 30min. Or re-operation was not necessary .there was no blood loss for more than 250cc.4. There was no extension of the incision by more than 1 inch. There was no unanticipated tissue loss or irreversible damage. No device or tack fall into patient cavity. A new device was unpacked.